Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future incidents, allowing the customer to continue using the pump. There was no recurrence of the malfunction code after resetting the pump.